Manufacturer narrative:
Device not returned.

Event description:
It was reported that the control iq software intermittently did not accurately adjust the amount of insulin delivered. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy. Additionally, the customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. Reportedly, the customer was unsure of the cause of the high bg, but alleged that the reported control iq issue was the possible cause of the high bg. Customer declined performing a system check with tandem technical support.